Event description:
Adverse event(s): "unexpected post-op refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported he believes that calculation error (previous lasik) and the pt's history of posterior staphyloma are contributing factors for the refractive surprise. In a follow-up, the surgeon reported the pt was referred to a retinal specialist and he continues to evaluate if an additional procedure is necessary to correct the refractive error. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/24/2010 and 05/10/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).